Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented to the emergency room for unrelated reasons. Device interrogation was performed and noise was observed on the right ventricular lead. The noise could be reproduced. A drop in impedance was also seen. No intervention was reported.